Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen as well as insulin pump was damage. Customer's blood glucose level was unknown. Customer reported that the triple battery corroded the top that you screw in. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to blank display. Device had broken battery tube threads, broken battery cap.